Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022 batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with one gst45g reload loaded in the device. The reload was received partially fired 1/2. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon used the device in esophagus cancer. When he wanted to fire the device a third time, the surgeon found the jaw couldn't close completely, fortunately the staple was completely formed. Surgery was not delayed and was completed successfully. There were no patient consequences reported.